Manufacturer narrative:
Lot number was not provided/known,

Event description:
The dentist reported the internal threads of the implant are damaged. The implant was placed after immediate extraction, with a bone graft and membrane. Insertional torque 50+ ncm. Torque tested to 20 ncm 7 months later. Scanned encode healing abutment and the case ((B)(6)) was delivered on (B)(6) 2017. In the process of seating the custom abutment the internal threads of the implant were damaged. The dentist attempted to re-thread the implant. Zb tech support tm came to the office and the implant was removed with the implant removal kit and replaced with another implant (bopt5485) at the #(B)(6) site. Will wait 12 weeks before scanning with itero for an encode restoration.

Manufacturer narrative:
One t3 prevail tapered implant was returned for inspection and was examined visually by the naked eye. The certain gold-tite tm hexed screw was found fractured in the internal drive feature of the implant. The internal drive feature of the implant is confirmed to be damaged. No lot number was provided for the abutment screw therefore the DHR could not be reviewed. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite tm hexed screw it is recommended to torque at 20ncm. The reported event was confirmed following inspection. No definitive root cause could be determined.